Event description:
Third revision surgery - the pt was not compliant and tore through the constrained liner resulting in the dislocation of the hip. (B)(4).

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 3.75 months of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged. The healthcare professional indicated a significant adverse event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was sent to hospital processing and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the tenth complaint for this part number: two due to trauma, six due to dislocation, one device was cracked/broken, and one for stability/poor joint. This is the first complaint for this lot number. The root cause for the dislocation was most likely due to the patient being noncompliant. The information reviewed showed the product met all design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
(B)(4).